Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by this barcode was attached to the wrong strength of the same product. The technical service engineer made configuration changes that manually key in the product ID got the item unlinked. The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, it had a scanner failure. Barcodes on the server cannot be unlinked. The customer reported that the wrong med was in pocket and there was a delay in patient workflow. There were no adverse events or injuries reported based on this even